Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: separated guide wire tip remains in coronary. Device issue: separated guide wire tip. It was reported that during use of the guide wire, the tip became stuck in the heavily calcified lesion, and during attempts to retract the guide wire by spinning it and yanking on it, the tip detached and was lost in a small side branch. All attempts to snare the separated tip were unsuccessful. No pt effects were reported. No add'l event or pt info is available.